Event description:
The surgeon reported that a patient suffered a corneal imprint, thought to be caused by heat during phaco. The wound was not sutured. The surgeon could not tell what caused this problem. The surgeon confirmed that the headpieces are being cleaned at the hospital with an automatic washer.

Manufacturer narrative:
The company service representative examined the system with no problems found. The phaco handpieces were also examined with no problems found. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11:426-431 most corneal burns can be traced to issues related to surgical technique and no to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 10/23/2008.